Event description:
It was reported to boston scientific corporation that an endovive standard peg kits push method was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, during the procedure the guide wire would not fit through the plastic joint. Another device was used to complete the procedure (unknown device). There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.